Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0 x 60mm, 80cm ranger global dcb otw balloon was selected for use in a percutaneous transluminal angioplasty. During the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured from a pinhole at the center. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.